Event description:
It was reported that bd insyte ag bc global leaked. The following information was provided by the initial reporter, translated from japanese to english: it was reported that the liquid leakage occurred, blood leaked out from outside the connection.

Manufacturer narrative:
E. Facility name exceeds character limit: (B)(6) hospital. H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
No additional information.

Manufacturer narrative:
Investigation results: a device history record review was completed by our quality engineer team for provided material number 381012 and lot number 4010706. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified.